Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the surgeon has decided to use t-pal with viper 2 system with a pipeline retractor as a minimally invasive case l2-l3. He inserted the implant size 7mm as described above; but while removing the implant holder he found a difficulty to disengage the implant from the holder then he removed it aggressively that led to dura tear. The surgeon tried to suture the dura as much as he can, then he added a sealant. The patient is now feeling muscle weakness. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Used for dural tear. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: three devices were received: 03.812.001 (outer shaft) had wear on tip, 03.812.003 (inner shaft) and 03.812.004 (knob) had no visible findings. The assembly of the three parts works as intended, functional testing does not show any deviating function. The mentioned wear on the tip does not influence the function, but it is an indicator that the applicator was used inadequately (e.g. Over-rotating of implant). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.